Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged the power issue with the meter started ¿sometime in (B)(6)¿, 2014. The patient manages her diabetes with insulin pump therapy, ¿30-33 units per day¿. She reported, in response to the alleged issue, she guessed how much insulin to deliver and gave herself ¿too little insulin¿. She alleged, ¿two weeks¿ after the alleged issue, she developed symptoms of ¿frequent urination, dizziness, blurriness, frequent thirst and drowsiness¿. She reported that she administered insulin to treat her symptoms. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and there was no misuse of the product. The patient did not have test strips to insert into the meter to establish whether it turned on. It was unknown whether the meter would power on manually with a button press. Based on the information provided, the batteries did not need to be replaced. The patient indicated that she had not been using the bayer meter she was sent by medtronic as it is hard for her to get bayer test strips where she lives. The cca advised the patient to put the readings into her pump manually. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia after the alleged power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.